Manufacturer narrative:
It is to be noted that according to the article "the design of the evt attachment sys was thoroughly revised after detection of hook breaks. Neither endograft migration nor attachment sys breaks were encountered in pts with second generation endografts." As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitely refute the possible involvement of the ancure device nor confirm these events have been previously reported.

Event description:
The following journal article from 1999 was reviewed: broeders, i.a., blankensteijn, j.d., wever, j.j., eikelboom, b.c. (1999). Mid-term fixation stability of the endovascular technologies endograft. European journal of vascular and endovascular surgery, 18:4, 300-307. The article reviewed the clinical data from all parties treated worldwide with a 1st or 2nd generation evt endograft from the start in 1993 up to 1996. There were 186 pts reviewed for this case study however, only 125 were included. The 61 pts that were excluded from this case study experienced prod allegations such as: conversion to open repair due to unspecified technical failures, endoleaks, aneurysm growth, hook breakage, death and/or incomplete medical records. Of the remaining 125 pts the following prod performance issues were noted: graft migration due to incorrect deployment, endoleaks, and hook breakage which resulted in one instance of a fracture.